Event description:
The patient reported that in the past 6 months, they feel that their therapy is not as helpful. They think their stimulation needs to be adjusted. The patient also noted that it is taking longer to charge their implantable neurostimulator (ins) battery and it seems to die faster. The patient was to follow up with their healthcare provider. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.